Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: device passed incoming functional test; no anomalies found. (B)(4).

Event description:
It was reported the device stopped working during use. The device was returned for repair. No patient complications have been reported as a result of this event.